Event description:
The customer reported an invalid result of one patient sample when testing on tango optimo. Forward testing of the specimen was bloodgroup ab and reverse typing was bloodgroup a. The same specimen was retested on tango optimo and correctly tested as bloodgroup a. The customer has neither returned the sample that had caused the false positive reaction with anti-b nor the supposedly defective product. Therefore, our quality control laboratory tested the retained sample of erytype s abd+rev.a1 with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service team. The engineer found parts of the liquid system obstructed resulting in insufficient rinsing performance of left pipettor probe exterior also appearing as crusty needle. We believe the reported problem to be induced by the temporary and individual malfunction of the device in question that may have supported a carryover event of plasma. Depending on the bloodgroup of previously pipetted samples such an issue may become or may not become visible as incorrect antigen testing result.

Manufacturer narrative:
This is our combined initial and final report on this incident.